Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. Investigation summary: customer returned 8 used pen ndl 32g 4mm pro pen needle loose. It was reported by the consumer that needles bend at patient end during injection and also needles clog during injection. All 8 pen needle was visually verified using magnification and found two pen needles with npe bent, 4 with broken npe and one without any damages. Non- damage pen needle was tested for flow and observed proper flow during the priming without any clog/block issues. Therefore, pen needles were clogged during priming due to non-patient end was bent and broken. Hence, alleged issue could be confirmed based on the samples return for the investigation. As the return samples were open root cause cannot be determined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated failure. Root cause cannot be determined as the return samples for investigation were open.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: consumer also reported needle clog during injection.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: consumer also reported needle clog during injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.